Event description:
It was reported that the battery reached elective replacement indicator (eri) earlier than projected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(4) 2012; device rrt is <=2.62 volts. The daily battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.